Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported the last time it was suspected the patient¿s pump was over infusing the patient ¿got like really sedated, like it was a problem.¿ additional information received reported the patient was hospitalized when her pump was replaced due to over-infusion. It was also reported the pump was making the patient ¿toxic.¿ it was later reported the patient was symptomatic but specific symptoms were not provided.

Event description:
It was reported that there was a suspected over-infusion and it was indicated that the pump was returned. The outcome of the patient was not provided. According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.